Event description:
Per the original reporter in medsun report #: (B)(4), it was reported that the, "rn went to unclog the g-tube portion of the gj [gastro-jejunal] tube by instilling warm water into the extension, since the patient could not receive clog zapper due to there being maltodextrin in the zapper instillation (pt allergy). The warm water could not be advanced into the tube, so this rn irrigated the g-port with some sterile water and gauze to wash away some clogged residue, as it could be seen at the opening to the g-tube port. After irrigating some away, this rn reattached the g-tube extension and flushed with warm sterile water. As it was being flushed, the tube started leaking underneath the mic button, where the g-tube portion of the gj goes into the patient. It was discovered that a hole was underneath the mic-button. Pt underwent gj tube exchange over wire under sedation".

Manufacturer narrative:
This report is a response to medsun report #(B)(4) which was received by amt from the FDA on 01/26/2026. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination and performed an inspection of the device once returned. Examination of the device was able to confirm the reported complaint that there was a tear. The user reports attempting to clear a clog prior to leakage. Over pressurization and/or contact with a sharp object should be avoided during device handling. Recent trending data shows no anomalies in reported failures from the field. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint # (B)(4).